Event description:
Pt reported that, in 2004, their blood glucose was below 130 mg/dl. By 5:00 pm, they were feeling disoriented, and the paramedics were called. Their blood glucose was measured by the paramedics and again at the hosp: both reading 900 mg/dl. Pt did not know what the paramedics or the hosp treated pt with. They were released from hospital 6 days later.